Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). Specifically, the patient received a shock when they touched something (e.g. A 'safety bar' in a hot tub), from a belt, or when sitting in his car. It was noted that this had been occurring for about a year and the shocking occurred 4 to 5 times a day. It was also reported that when they got shocked, they experienced more leakage. The patient had been seen 3 weeks ago in the office for the problem but it was still occurring. No x-rays had been taken. The patient stated that they had not fallen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v745423, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported, the patient was in a recliner yesterday and he had to go use the bathroom and he felt like he was being electrocuted. The patient could not get out of his recliner and he began urinating uncontrollably. He then "jumped up, tumbled" and then he was "okay." It was noted this happened about three times a week. The patient thought he was going to die. It was also reported, the shocking or jolting sensation occurred when he was in the shower. It was noted the patient is diabetic and this "makes his sugar go up." The patient also uses a transcutaneous electrical nerve stimulation (tens) unit. The patient met with his manufacturer representative but he continued to have shocks. The patient had not spoken with his physician. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).